Manufacturer narrative:
The meter remote has not been returned to animas. If the meter is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. Reportedly, the reporter was unable to clear the random error 1 message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has been returned and evaluated by product analysis on 07/28/2014 with the following findings: visual inspection of the meter found some cosmetic damages. On investigation, the meter powered up to error 1 message that the investigation was unable to clear and the remaining testing cannot be completed. The reported error message was duplicated in the investigation.